Event description:
The customer reported they received a motor error alarm. The customer's blood glucose level was 245 mg/dl. The customer stated that the insulin pump was not exposed to a high magnetic field. The alarm history of the insulin pump showed and e-70 alarm. The customer stated that drive support cap appeared normal. The customer was advised to revert to their back-up plan provided by their health-care professional. No further information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.